Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a dilation procedure performed on (B)(6), 2023. During the procedure, the physician tried to deflate the cre balloon, but it would not deflate. They pulled back on the balloon and then it popped. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. Imdrf device code a0402 captures the reportable event of balloon burst.